Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/02/2014: damaged keypad cover, intermittent response of keypad buttons, contamination under button contacts, damaged battery compartment and a dim, discolored display screen.

Manufacturer narrative:
Submitted: 04/21/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be peeling from the ok button toward the contrast button. On investigation, the contrast button, which has not affect on insulin delivery, was found to have intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons. The casing was found to be cracked between the case seal and the battery compartment on the back side of the pump. The display screen found to be dim and discolored.